Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing, loss of capture (loc) and did not deliver pacing when required. Subsequently, this lead was confirmed to be dislodged. This patient underwent a revision procedure where this rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.